Event description:
It was reported that the user experienced a low blood glucose event after a usual breakfast, with glucose decreasing to 69 mg/dl and then returning to range following treatment of oral carbohydrates. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. Symptoms included feeling shaky. Outcomes included recovery to in-range glucose after oral carbohydrate without medical intervention. It was concluded that the event was consistent with hypoglycemia of unclear cause with resolution after oral carbohydrate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.